Event description:
As reported for this event in the user medwatch submitted, the device had been used in an unknown procedure with a stent removed from a patient in the prior endoscopic retrograde cholangiopancreatography (ercp) for stone extraction still retained in the device. Both the procedures were successfully completed and there is no harm or adverse impact to either patient.

Manufacturer narrative:
The device will not be returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This data has been requested. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing method by user facility was different from the one recommended by the instructions for use (IFU). Staff at user facility was not trained sufficiently on device handling and reprocessing steps in accordance with IFU. The IFU of the subject device warns not to suck solid matter: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids." The user can detect the suggested event because the IFU(operating manual): inspection of the endoscope specifies foreign material of forceps elevator during inspection prior to use. Olympus will continue to monitor field performance for this device.